Manufacturer narrative:
The second abutment was returned may 26, 1998. Nno observable defects could be found with the component itself. No observable defects could be found with the component itself. Measurements taken met design requirements. Co was unable to review the lot history of the subject product since the product's lot number was unavailble from the doctors's office.

Event description:
Dr. Reported that two abutments broke in function. Pt is reportedly fine.